Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope the video connector label peeled off. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive part of the objective lens has peeled off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the adhesive around the objective lens is peeled. Additional findings were as follows: the label on video connector is peeled, the bending section cover, the control unit, the grip, the up/down plate, the right/left plate, the light glass cover glass, the switch1, the video connector case, the video connector, all has a scratch, the adhesive on bending section cover has a chip, the video connector case, the control unit both has a crack, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to damage on lock engagement lever(sp), bending section cannot be fixed firmly. Based on the results of the investigation, it is most likely that the defect was caused by stress of repeated use, external factors, or handling. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.